Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11 additional type of investigation codes that were unable to be added in h6: labeling review. Additional information was provided that the patient experienced severe right ventricle dysfunction / right heart failure post-procedure. The patient was treated with IV dobutamine infusion and IV diuretics. Abdominal us on post-operative day 11 showed features of raised right heart pressures with hepatic venous congestion and bibasal pleural effusions noted. No obstructive uropathy. No ascites. Cxr performed on post-operative day 14 showed unchanged cardiomegaly, reducing effusions with trace right effusion, mild right basilar atelectasis, no significant edema. Diuretics were de-escalated to oral prior to discharge. As reported, the patient had a complicated recovery resulting in an extended inpatient stay. The patient was discharged on post-operative day 18. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. No manufacturing non-conformities was found during DHR review. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. According to the IFU, conduction disturbances-potentially requiring treatment like a permanent pacemaker-are known risks. These events are often linked to pre-existing cardiovascular conditions and may be worsened by anesthesia or intra-operative medications. Other possible causes include coronary obstruction (e.g., air embolism, spasm, or edema near the av node). Transcatheter procedures can also trigger conduction issues due to direct interaction with cardiac structures, especially in predisposed patients. The valve's design, which applies radial force and anchor interaction to the septum, may contribute to such disturbances, though a definitive root cause cannot be determined.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in ireland, edwards received notification of a 52mm evoque procedure in tricuspid position where on post-operative day (pod) 5, a permanent pacemaker was placed.